Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported mechanically assisted crevice corrosion with adverse local soft tissue reaction and pseudo tumor formation secondary to rejuvenate modular femoral component.